Event description:
It was reported that the patient underwent a procedure for a herniated disc a l4-5 using rhbmp-2/acs. Post-operatively, the patient has developed leg pain and swelling reportedly coming from abnormal bone growth on the front of the spine. This bone growth reportedly affects the valves in her legs, and the patient is having problems with the vessels in her legs and is currently undergoing testing for this to see if the bone growth is the cause.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.